Event description:
The patient was initially implanted with a bifurcated stent graft and a suprarenal stent graft extension to treat an abdominal aortic aneurysm. This index procedure was outside the indications of use due to no infra renal aortic neck. Physician chose to snorkel both left and right renal arteries and place the proximal extension at the sma. Approximately 5.5 years post initial procedure during a routine follow up cta identified a type 1a or type 3b endoleak. Reportedly, due to intraoperative snorkeling of renal arteries it is difficult to determine the type of leak. Patient is doing well and is pending re-intervention. Additional information: it was reported that there was a type 3b endoleak of the suprarenal stent graft extension and the patient was successfully relined with afx2 bifurcated stent graft and a vela infrarenal stent graft to resolve this event.

Manufacturer narrative:
The manufacturing lot evaluation confirmed all devices met specifications prior to release. The device was not returned as the device remains implanted therefore no evaluation was completed. At the completion of the clinical assessment, the sac growth of 15mm event is confirmed by medical records only. The type iiib endoleak of the proximal extension event is unconfirmed due to a lack of relevant medical imaging. Several attempts were made, and no response was received. Procedure related harms, device, user, procedure or anatomy relatedness could not be determined with he medical records available for review. However, the index procedure was outside the indications of use due to no infra renal aortic neck and snorkel stents implanted in both left and right renal arteries next to the proximal extension , this most likely contributed to this event. The final patient status was reported to be doing well. A root cause investigation was carried out for all afx complaints having an identified failure mode of a type iiib endoleak. Endologix implemented the following corrective actions with the intent of reducing type iiib endoleak events; 1. Upgraded graft material (i.e. Duraply) and 2. Updates to the IFU and additional physician training. The change to duraply graft material and the IFU changes were put in place (B)(6) 2014. No additional investigation of this reported event is planned however if additional information pertinent to the incident is obtained, a follow-up report will be submitted. Endologix will continue to monitor this complaint and similar complaints in the event further investigation is needed. "Device iteration is afx with strata". Corrections: d1: brand name has been updated. D2: product description has been updated. D2: common device name has been updated. D4: model number has been updated. D4: lot # has been updated. D4: expiration date has been updated. D4: unique identifier (UDI) # removed. D11: concomitant medical products and therapy dates updated. H6: remove device code 3190. H6: remove result code 3233. H6: remove conclusion code 11.

Manufacturer narrative:
The device involved in the event will not be returned for evaluation as it remains implanted in the patient. Patient medical records and imaging studies will be requested for further evaluation by the clinical specialist. If additional information pertinent to the incident is obtained, a follow-up report will be submitted. "Device iteration is afx with strata".

Event description:
The patient was initially implanted with a bifurcated stent graft and a suprarenal stent graft extension to treat an abdominal aortic aneurysm. This index procedure was outside the indications of use as the physician elected to snorkel both left and right renal arteries and place the proximal cuff at the superior mesenteric artery (sma) due to the patient having no infra-renal aortic neck. Approximately 5.5 years post initial procedure, a computed tomography angiography (cta) identified an endoleak of indeterminate origin. Reportedly, due to intraoperative snorkeling of renal arteries it is difficult to determine the type of leak. Patient is doing well and is pending re-intervention.